Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a cgm reading of 202 mg/dl trending upward after pump start, without food intake, and no observed infusion set or supply issues; the glucose decreased to 199 mg/dl during the call, and the user was advised that the system was still adapting insulin needs. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts, and completion of troubleshooting and education. Investigation included user interview and remote troubleshooting. Investigation of this case revealed no confirmed device malfunction, no infusion set issue, and no identifiable device component failure, with the event consistent with early adaptive insulin titration. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and likely related to therapy initiation and algorithm adaptation rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.